Event description:
Boston scientific received information that a lead safety switch occurred on the right ventricular (rv) lead. The lead was programmed to bipolar configuration, however, the representative commanding the programming change did not select the appropriate selections on the programmer recorder monitor (prm) and the system remained in unipolar configuration. The patient would have to be brought back to the clinic to reprogram the system appropriately. During the interrogation, two episodes were observed in the logbook appearing at ventricular tachycardia (vt) events stored due to loss of capture (loc). The patient was reportedly asymptomatic, as they had an underlying intrinsic rhythm. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.